Manufacturer narrative:
Qn#: (B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The device history file is not available for review. The certificate of compliance certifies that the aforementioned lot meets the (B)(4) quality system requirements and specifications. This product has been manufactured and controlled by (B)(4)) in accordance with the FDA qsr and iso 13485:2003.

Event description:
Reported issue: ems inserted io with bone drill in left tibia. Insertion of needle and placement performed appropriately however, the needle portion was fused in the catheter housing and could not be removed. Ems had another medic try to unscrew the needle, which he could not. Ems inserted 2nd io in the patient's right tibia which progressed appropriately. Ems flushed the site with 20 ml ns and placed pressure bag on 1000 ml ns hung wide open. Ems made a point to show ed the failed attempt on the left tibia and equipment failure.